Event description:
It was reported the cap of the stimloc device pushed the lead down. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).